Event description:
(B)(4). Same case as MDR ID: 2134265-2013-03662. It was reported that post coronary intervention procedure, chest pain and myocardial infarction occurred. In (B)(6) 2010, the subject presented with chest pain, shortness of breath and syncope. The subject was diagnosed with stable angina (ccs class: 3) and cardiac catheterization was recommended. The subject was enrolled in the taxus liberte study. The index procedure was performed. Target lesion #1 was an in-stent restenosis located in the proximal right coronary artery with 85% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the proximal left anterior descending with 85% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. Target lesion #2 was treated with direct stent placement using a 3.50 x 20 mm taxus liberte stent with 0% residual stenosis. On the next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with complaints of hematemesis and chest pain. The subject was taking aspirin and prasugrel. The study drug per protocol was never taken during the study. On the same day, computed tomography scan of the chest revealed ¿multifocal irregular airspace opacities which might have an infectious etiology; nodules in the right lower lobe surrounded by groundglass halos which could indicate an infectious process such as a fungal pneumonia or possibly hemorrhage; adenopathy, patchy densities in the bases which are likely atelectasis or consolidation; and atherosclerosis, including coronary calcification'. Admission electrocardiogram revealed normal sinus rhythm, normal ECG. And troponin was found to be elevated. The subject was diagnosed with gastrointestinal bleed and non st elevation myocardial infarction. The subject was hospitalized on the next day. The subject was medically treated for the non st elevation myocardial infarction with heparin drip, aspirin, beta blocker, ace inhibitor, imdur and statin. Nexium drip was made to continue. On the thirteenth day, the event of gastrointestinal bleed and non st elevation myocardial infarction were considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).